Manufacturer narrative:
H6, component code: added code 788. H6, type of investigation: added code 4116. H6, investigation findings: added code 3252. H6, investigation conclusions: added code 4315. Explanation codes 10 (initial report) and 4116: the endoprosthesis remains implanted in the patient. The delivery system was returned for evaluation. H9, if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: fsca #: 3007284313.12102019.001-c. Events of leading end catheter separation were investigated, and a field safety corrective action was initiated (fsca #: 3007284313.12102019.001-c). As part of the fsca, gore has sent a letter to physicians with information about its investigation of leading end catheter separation events and has updated the IFU warnings related to leading end catheter separation events. The present event occurred after implementation of the corrective measures. According to the gore® excluder® aaa instructions for use (IFU) the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: - revision of previously placed stent grafts. The gore® excluder® aaa instructions for use (IFU) in place at the time of the medical device incident states: ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage or premature deployment may occur have occurred and may result in potential patient harms. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter breakage or separation resulting in potential patient harms.

Manufacturer narrative:
The gore® excluder® contralateral leg component plc271000 / (B)(4) was returned to gore and an engineering evaluation was performed. The device evaluation showed the following: the introducer sheath and device were returned together. The leading end of the delivery catheter with the constrained stent graft was still inside the returned introducer sheath. The constrained stent graft on the leading end of the catheter was able to be pushed out of the introducer sheath using an introducer sheath dilator. The device catheter had separated at the trailing olive. The leading end of the catheter had pulled out of the trailing olive bond. The findings from the evaluation for the catheter separation are consistent with the physician¿s observations. The likely cause for the reported catheter separation is consistent with advancing the device outside of the introducer sheath and withdrawing an undeployed device through the introducer sheath, however this cause could not be confirmed with the available information.

Event description:
It was reported that on an unknown date, this patient underwent an endovascular procedure and was implanted with a nellix® endovascular system to treat an abdominal aortic aneurysm. On (B)(6) 2021, a reintervention was performed aiming to extend the right limb of the nellix® system with a gore® excluder® contralateral leg component plc271000 to solve a type 1b endoleak. Due to the tortuosity of the common iliac artery the physician experienced difficulties when cannulating the nellix® stent with the guidewire passing through one of the uncovered struts of the endoprosthesis at its most distal end. It was nevertheless attempted to advance a gore® dry seal flex introducer sheath dsf(1633) with the plc271000 component to the intended location. As the sheath would not pass through the strut because of its size, the physician attempted multiple times advancing the plc device through the strut but did not succeed. Also, it was not immediately realized that during these advancement attempts, the guidewire had moved out of the distal end of the nellix® stent. To solve the situation, the physician made a new attempt to cannulate the nellix® endoprosthesis with a second, parallel but stiffer guidewire which this time went into the distal end the typical way and without issues. The sheath with the plc component was again advanced. However, when the catheter was moved out of the sheath the plc271000 stent was noticed to have slid off the catheter and remained inside the sheath without deploying. The sheath with the plc271000 stent inside was retracted from the patient. To proceed with the reintervention, both devices were replaced with new ones and the procedure concluded as planned. Both devices will be returned for investigation with the plc271000.